Event description:
It was reported that the patient experienced an occlusion issue due to the bent cannula on (B)(6) 2026, which resulted in elevated glucose levels.

Manufacturer narrative:
E1: name:(B)(6) country: switzerland street: (B)(6). City: (B)(6) zip code: (B)(6) phone: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site:(B)(4) manufacturing site: (B)(4).